Event description:
Pt had extended window elvo. Able to remove clot from mca. When trying to remove clot from rmi, trevo device engaged clot, broke off, and was left in the mi. Several attempts made to remove without success. FDA safety report ID# (B)(4).